Event description:
The carto system was unable to recognize the soundstar eco ultrasound catheter. The catheter was replaced with another soundstar. Manufacturer response for catheter, soundstar eco diagnostic ultrasound catheter (per site reporter). Per rl, manufacturer notified by site.